Event description:
A malfunction was reported with the customer's pump, displaying a malfunction code of malf 16. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the faulty pump to be replaced and provided the customer with instructions for returning the problematic pump to tandem. The customer was informed that the replacement pump would have updated software, and instructions were given for programming pump settings and connecting the cgm to the new pump. The customer confirmed understanding of these instructions and agreed to return the pump using the provided return box and pre-paid label within 10 days. Additionally, the customer planned to use mdi as a backup therapy to ensure uninterrupted insulin delivery.